Event description:
A 2.75mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent was deployed in the mid cx of a pt during staged procedure; however, it was reported that the pt experienced a mi during procedure. A small perforation was also confirmed to target lesion. No other clinical sequelae were reported. Index procedure performed approximately one month prior staged procedure with deployment of 2 endeavor sprint rx stent to mid and prox lad (MFR #2953200201002187 and 2953200201002188).

Manufacturer narrative:
(B)(4). Eval: results: mi, perforation.